Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 65mg/dl and the sensor glucose was 168mg/dl as well as 65mg/dl sensor glucose and 146mg/dl blood glucose at the time of the incident. Customer¿s current sensor glucose was 65mg/dl and blood glucose was 126mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis.